Event description:
Hip dislocation requiring revision.

Manufacturer narrative:
Engineering eval of the returned linear noted a threaded hole on the inner diameter of the device, similar to the hole created by a corkscrew or other instrument to remove the liner. The device also indicated deformation around rim of the outer diameter. A quality, design or mfg issue was not evident based on a visual examination of the returned devices. The device history record review provides assurance the part was accepted with conformance to the product requirements. This device is part of the incident that was originally reported on MFR report # 1038671-2010-00011.